Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. Device evaluation-lens was returned dry, with clear surgical residue/debris on product in the lens case/vial. Visual inspection found the haptic broken and bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2, diopter -17.0/+1.5/093 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2016, the lens was exchanged for a longer lens due to the patient experiencing low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Additional data: in the initial MDR, the lens is incorrectly described as a vticm13.2. The lens is a vticmo13.2. In the initial MDR, the lens is incorrectly described as a vticm13.2. The lens is a vticmo13.2. (B)(4).

Manufacturer narrative:
Corrected data: in follow-up #1, the date is not listed. It is (B)(6) 2017. (B)(4).